Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had a syncopal episode. The patient's wife noted that, when their partner went into their bedroom to change to their mobile power unit (mpu) on (B)(6) 2022, their controller had an alarm that sounded like a low battery alarm. The patient's wife found the patient trying to exchange their controller. The patient had put the controller on the mpu but was having trouble getting the driveline into the new controller. The patient handed their wife their controller to insert the driveline and then passed out. Their wife stated that she believed she inserted the driveline correctly but was unsure. She also stated that she was unsure which alarm was on the controller when the patient attempted the controller exchange. They stated that the pump was off for about 20 minutes and the driveline disconnected. Log files for the patient's current primary controller, not in use during the event, found only pulsatility index (pi) events starting on (B)(6) 2022 at 05:43. The patient's controller in use during the event had backup battery fault, pump off, and low flow alarms. The controller clock was incorrect. A review of the log files revealed that the patient's offending controller was connected to the mpu on (B)(6) 2022 at 19:43, but the driveline was never connected as the ventricular assist device (vad) numbers were all zero. The pump was off on (B)(6) 2022 from 19:43 to 20:23. Related MFR number: 2916596-2022-14015; 2916596-2022-14082.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported system stoppage that the account communicated was caused by user error. The controller event log captured the controller being connected to the mobile power unit on (B)(6) 2022 at 19:43:21. Com a and com b faults were active at this time, and the driveline was not connected to the controller. Pump power, flow, and pi were all captured at 0 for the entirety of the relevant data. The pump appeared to be off on (B)(6) 2022 between 19:43:21 and 20:23:47. The driveline was not connected to the controller for the remainder of the file. The lvad periodic log file captured data at 1-hour time intervals; however, there was no data recorded on (B)(6) 2022 between 18:58:09 and 20:56:03, indicating that the pump may was likely off between these times, which correlates to the aforementioned controller event log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist device. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient passed away due to cardiac arrest on (B)(6) 2022. The cardiac arrest was determined to not be device-related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of a pump stop which appeared to be consistent with the patient attempting to exchange the controller. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope, cardiac arrest, and subsequent patient outcome could not be conclusively determined through this evaluation. The first controller event log confirmed that the system controller was powered on by connecting it to the mobile power unit on 06sep2022; however, the driveline was not connected to the system controller and the pump appeared to be stopped. The second controller event log file captured events from 07sep2022 and showed the pump functioning as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported events; however, no additional information was provided. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline communication faults, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including driveline communication faults, and the proper actions associated with them. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.